Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer believed that the basal rate delivery was not okay. The customer tried more than 10 times to generate the no delivery alarm. At the end, the customer was not able to delete the alarm. Customer's blood glucose level was 11 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No excessive no delivery alarms and bolus anomaly noted during our testing. All operating currents tested within the specification range and passed off no power test. The insulin pump was programmed with multiple basal rates and all registered properly in the daily total history noted. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.